Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please provide the following additional information who fired the device, the surgeon or someone else? The surgeon has fired the device by himself. Was the sales rep. Present as the incident occurred? No, sales representative was not present during the incident in the or. Was the user trained? Yes, the surgeon is experienced, trained and familiar with j&j products. How often has this person used the device? The surgeon used contour at least twice a month. On which firing(s) did this event occur (1st, 2nd, 3rd, etc)? During the first firing. If not the first firing, were there any problems reloading the device? If so, please explain. After the closure trigger was advanced, did the surgeon reposition the tissue? No. Did the surgeon inadvertently grasp the firing trigger prior to firing the instrument? No. Was the closure trigger latched prior to firing the device? No, the closure trigger was open. Was the surgeon able to confirm that the intended tissue was in the closed jaws of the instrument prior to firing? Yes, he confirmed that. Was the tissue evenly distributed within the jaws of the instrument? Yes, the tissue was handling gently and smoothly distributed within the jaws of the instrument. What was the patient¿s pre-op diagnosis? Rectum carcinoma. Please provide the patient¿s sex, age and weight. Male, (B)(6). What is the current status of the patient? Chronic sepsis. The analysis results showed that the cs40g device was received in good visual condition and with one reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device cut? If the device cut, was the cut line complete? Did the device partially staple? Did the device not staple (no staples deployed)? Did the prolonged procedure change the post-operative care of the patient?

Event description:
It was reported that during a adenocarcinoma sigmoidea/ rectal resection procedure, when closing a contour by a standard way (as usually) on a rectum and firing the instrument, the distal rectum was not sutured at all. There were no staples in it. The procedure was prolonged by 90 minutes and the patient required longer anesthesia. The next resection was done more distally. Procedure was completed with same like device.